Event description:
It was reported that the insulin pump had an internal battery error that caused the device to reset all the time. The customer checked the alarm history and found battery out limit, low reservoir, low battery, and a no delivery alarm. He observed a blank display as well. After putting a new battery in, the customer reported a clock out or battery out notification. The blood glucose reading was 187 mg/dl. He stated that two days after the battery replacement, he seemed to have issues. He advised that he is abusive to the insulin pump and that it takes a beating. No troubleshooting was done, since the customer was not comfortable using the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.